Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory only a 42 cm mid-section of this lead was returned with both the terminal pin and distal tip severed and missing. Visual and x-ray inspection of the lead segment revealed no abnormalities. The lead also passed electrical testing though no additional testing could be performed due to the missing segments. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right atrial (ra) lead connected to an unknown device exhibited high out-of-range pace impedance measurements. The patient was hospitalized and a revision procedure performed wherein the lead was explanted and a new system was implanted. No additional adverse patient effects were reported.